Event description:
It was reported the bending rubber of the cystonephrofiberscope was damaged, blown out/torn with metal protruding. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore the root cause, neither the cause of occurrence could be determined. The event can be detected and/or prevented by following the instructions for use which state: instructions oes cystonephrofiberscope olympus cyf-5 olympus cyf-5a important information ¿ please read before use do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface at the distal end is particularly fragile, and visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4). This file was originally submitted on 7/19/2024 however due to the crowd strike error the receiving server was down, and this file has now been resubmitted on 7/23/2024.